Event description:
Areas of endometriosis were excised, using monopolar scissors, from the right and left posterior broad ligaments, the right posterior culdesac, and the right and left anterior cul-de-sac. After completing the last part of the procedure, the right posterior cul-de-sac, the surgeon noticed a cautery injury on the posterior wall of the uterus, which was made hemostatic with bipolar cautery graspers. He then noted this on the medial pole of the right ovary and on an approximately 1.5 cm segment of the right fallopian tube. It appeared that somewhat less than half the diameter of the right tube had been cauterized. He then noticed several fragments of black plastic material in the pelvis, which seemed to be portions of insulation from the monopolar scissors. The scissors were removed and inspected. There were clear defects in the insulation on the scissor tip, and evidence of heat damage to the distal tip of the scissor shaft itself. The bovie machine settings were coag 40 and cutting 40.====================== manufacturer response for scissors, surgical, tri-anim======================